Event description:
Customer states the plastic coating completely covers the rod joint and the scissor tips are not staying on the rod. The tip has fallen off in the pt (four times). They are returning 16 tips for evaluation.